Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 530 with small to moderate ketones; cause was unknown. A manual injection was administered and pump supplies were changed to address elevated bg level. Additionally, it was reported that the "pump kept filling the tubing" during the fill tubing sequence, even while the customer was not in the load menu. Reportedly, customer successfully reloaded the cartridge to resolve the issue and resume insulin therapy on the pump.